Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the repair department confirms that the power does not turn on and the main lamp does not light up due to a failure of the power supply unit. The device has been in service for more than 9 years, and it is believed that the power unit has degraded over time due to long-term use. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported issue was confirmed as the device does not power on due to a defective power supply/switch regulator. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the evis exera ii xenon light source is not coming on during receipt inspection. There was no patient involvement reported.